Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting a 9x80 mm cfx screw in the iliac crest, the extremity of the screwdriver broke and got stuck into the head of the screw. Surgeons were not able to remove the metal piece from the screw head. As a result, none of the screwdrivers from the set could be used anymore to further screw or remove the screw. However, the iliac screw was already well sited in the bone and the broken metal piece wasn't prominent, allowing for the rod to be inserted and the innie to be properly tightened. Patient consequence?: no. Action taken for procedure:tried to use little hooks to remove the metal piece inside the screw head, but it didn't work. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
(B)(4). One viper universal poly driver was received by the customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the poly driver¿s distal tip. The second half of the tip was not returned for analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip of the driver underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities were observed in this analysis. A device history record review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review. A definitive root cause for the poly driver¿s distal tip becoming fractured cannot be positively determined. However, the fractured analysis report suggests that the fractured tip of the driver underwent a quasi-static overload torsional shear failure. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.